Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The same day the patient was hospitalized for the event. The cause of the peritonitis was unknown. The same day as event onset, the patient was treated with intraperitoneal (ip) injection vancomycin (1 gm, every fifth day) and ip injection fortum (1 gm, daily). The patient was discharged 14 days after hospital admission, the same day antibiotic therapy was discontinued and the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.